Manufacturer narrative:
H3: 81 evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the central control monitor (ccm) failed to light up or display video. It was determined that the single board computer(sbc), vga/2 lvds and local area network (lan) was the cause of the problem. Per data log analysis, intermittently the ccm was failing to boot up as the customer stated. The local area network / interface board (lan/if) was intermittently reporting "pci/pcmcia supply error". 3.3 volts (v) supply voltage = 3.351 (ok). 12v supply voltage = 12.631 (high). This is what was keeping the ccm from powering up properly. After a power cycle all was ok. The error only occurs on the first power up for that day. It never occurred after a good power up. The voltage recorded in the system log (when the system boots properly) is 12.452v which was ok. The base provides 24v to the ccm, a direct current (dc) to dc power supply in the ccm derives the 12v from the 24v. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) failed to turn on. It turned on after two attempts. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the reported issue. The central control monitor (ccm) would start the process of booting up and then it would power cycle back into the start of the boot up sequence. After several attempts, the screen would come on and power up normally. As a result, he installed a new replacement ccm. The unit operated to manufacturer's specifications. The service repair technician replaced the sbc board to address the issue. The ccm operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly